Event description:
It was reported that the patient went to the hospital for the activation of this artificial urinary sphincter (aus). When the physician placed pressure to activate the system, it caused an injury in the wound that progressed to an infection and an extrusion of the pump through scrotum. Therefore, the patient was hospitalized to remove the device and continue with drug treatment. There were no further patient complications reported. A reimplant surgery has not been scheduled yet.

Manufacturer narrative:
The specific event date was not available, therefore the date (B)(6) 2023 was used as estimate.

Manufacturer narrative:
The specific event date was not available, therefore the date 01/01/2023 was used as estimate.

Event description:
It was reported that the patient went to the hospital for the activation of this artificial urinary sphincter (aus). When the physician placed pressure to activate the system, it caused an injury in the wound that progressed to an infection and an extrusion of the pump through scrotum. Therefore, the patient was hospitalized to remove the device and continue with drug treatment. There were no further patient complications reported. A reimplant surgery has not been scheduled yet.